Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device. Block h10: investigation results: the returned alliance inflation syringe was analyzed, and a visual examination found no damages in the returned device. The device returned with a dark solution inside. X-ray inspection was performed, and the solution inside the device was visible under the x-ray equipment. Microscopic inspection found no signs of a foreign material or damages in the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of foreign material present in the device cannot be confirmed. This conclusion was selected because it was reported that the solution inside (urografin plus saline) discolored during inflation, with the as reported code of device foreign material present in device. However, the device returned with a dark brown solution inside the syringe and with no evidence of discoloration. Also, no sign of a possible foreign material was found. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was being prepared for use in the bronchi during a procedure performed on (B)(6) 2023. During preparation, it was noticed that while inflating the solution inside (urografin plus saline) discolored. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was being prepared for use in the bronchi during a procedure performed on (B)(6), 2023. During preparation, it was noticed that while inflating the solution inside (urografin plus saline) discolored. The procedure was completed with different device. There were no patient complications reported as a result of this event.